Manufacturer narrative:
A ge service rep performed an on-site investigation. The computer and the monitor were replaced. The system was tested and operates as intended.

Event description:
The customer reported the 3500 system would not boot up. No pt injury was reported.